Event description:
A doctor contacted baxter (B)(4) regarding a leak from a transfer set. The doctor stated that leakage from the silicone tubing was found during connection by a clean flash. There was patient involvement, but no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed; however, the root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap on spike (loose in pouch) and no cap on patient connector with a partial tube with port was received in reference to leak. Functionally, the set was hand tightened with a japanese lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut/hole 1 5/8" from sleeve in closed position in silicone tubing. No other visual defects were noted.